Manufacturer narrative:
The device was returned in a manner unsuitable for investigation.

Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration. The clinician reports the patient's poor bone quality. There were no reported patient complications.